Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported hardware error.